Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 478 mg/dl when paramedics arrived. Customer reported that her insulin pump is not delivering the insulin because she bolused and the blood glucose was still high. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.